Event description:
Customer reports insulin pump has a blank screen. Customer states she was changing the batteries and pump would not born on. Customer's blood glucose was 400 mg/dl, which was not treated due to customer wanting to use insulin pump to treat. After troubleshooting, pump was not able to turn on. Customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Insulin pump was unable to perform displacement test, operating currents measurements and off no power test due to a blank display. Insulin pump had a blank display due to falling off component on mother board. Insulin pump received with minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.